Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus multiple times. It was stated that the device was not exposed to a high magnetic field. The displacement and self test were performed and they passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device alarmed motor error during the basic occlusion test and was unable to prime as a result of a loose drive support disk. The insulin pump had missing end cap sticker. Further testing could not be performed due to the motor alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.